Event description:
Related manufacturer reference number: 2017865-2023-93490 it was reported the patient presented with a right ventricular (rv) lead that exhibited high capture threshold and impedance. The rv lead was explanted. The replacement lead exhibited a kink. A second replacement rv lead was used to complete the procedure. The patient was in stable condition.